Manufacturer narrative:
(B)(4). Customer returned the product on 8/2/2016;product received and evaluated at qc lab on 9/8/2016. Investigation completed and product evaluated with defect found on returned test strips; returned test strips produced lo readings on 270 level. Black chemistry observed. Most likely root cause is black chemistry due to improper storage.

Event description:
Consumer complaint of e-5 error; test strip error. E-5 error occurred after blood sample applied to test strip. Customer feels well and observed no symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings. The customer's expected fasting blood glucose test result range is 100-150 mg/dl. Blood test performed fasting during call on (B)(6) 2016 produced result of e-5 after blood sample applied to test strip. Test strip lot manufacturer's expiration date is 1/31/2019. The product is not stored according to specification in the bathroom.